Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure leadless implantable pulse generator (ipg) began "dancing" and exhibited decreased r-waves after the tether was cut. The ipg was retrieved using two snares and a replacement leadless ipg was implanted. No patient complications have been reported as a result of this event.